Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due to a problem isolated to electrical board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery could be used for only three days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.